Event description:
The customer reported that the systems' left monitor would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and calibrated the left monitor. The system was tested and found to be working as intended and put back in service.